Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra hp wand, upon activation the wand failed to produce a plasma field, resulting in a minor thermal burn to the patient. The burn didn't require any treatment and the procedure was completed using a back up evac 70 xtra wand. There were no additional patient complications reported as a result of this event.